Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of rheumatoid arthritis, depressive disorder, chronic tonsillitis, chronic pain, back pain, pelvic pain, dyspareunia, menorrhagia, dysmenorrhea, parity 2, multi gravida, painful intercourse, painful periods and bleeding menstrual heavy on (B)(6) 2021. Previously administered products included: citalopram, vitamin b-6 and vitamin d3. Concurrent conditions were listed as vaginal bleeding and abnormal uterine bleeding since (B)(6) 2021. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3030 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: clinical indication: patent ductus arteriosus findings : the essure device is in satisfactory position bilaterally and there is tubal occlusion. Impression: bilateral tubal occlusion. [Pathology test] on (B)(6) 2021: specimens submitted: a.cervix, uterus, bilateral fallopian tubes. Diagnosis: a.uterus with bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: cervix: no specific pathologic change, endometrium: proliferative. Myometrium: adenomyosis. Serosa: no specific pathologic change. Fallopian tubes: essure coils present; benign paratubal cysts. Clinical information: dysmenorrhea, menorthagia, dyspareunia, removal of escher coils. Gross description: uterus weight: 111 grams (radiographically there are intact bilateral escher coils within the proximal fallopian tubes); size: 9 cm (sup-inf) 7 cm (left-right) 4.5 cm (ant-post). Sectioning through the attached bilateral fimbriated fallopian tube reveals metallic escher coils and multiple paratubal cysts measuring up to 1.2cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter and patient information added,medical history,lab data,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.